Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they were not able to regulate themselves and they felt like they should use it. They received two letters, one in january, and one in february with questions regarding their previous report. When asked if the cause of the stimulation in their leg was determined, they responded, "I don't know, I guess." When asked what most likely caused or contributed to the issue, they stated they guessed it was them, the person using it. They stated they had unfortunately changed their activity level to zero and were going to try to exercise more. The issue was not yet resolved. They noted they had gained weight and were "about 140 pounds." They were walked through how to sync the patient programmer with the stimulator and were getting the synchronize screen when using the antenna. They were getting a programmer batteries depleted screen on the call. They had just put new batteries in the programmer yesterday and inquired about how long programmer batteries last for. The appropriate batteries to use were reviewed and the patient was using aaa alkaline batteries. They replaced the batteries on the call and confirmed the programmer successfully powered on and synced with the ins. Therapy was confirmed to be at 2.3 volts on program 1. They increased stimulation to 2.7 volts. They later stated they were no longer really feeling stimulation at 2.7 volts. Therapy/stimulation expectations were reviewed, and the patient mentioned they had increased stimulation before. They had had falls in the past, but denied any recent trauma/falls. They confirmed this was all a continuation of the event reported in this case. They inquired if there was a different external device they could use since they were not feeling stimulation. General use of programmer/therapy was reviewed. The patient was redirected to follow up with their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the patient (pt) stated they have stimulation and cramps in their legs at night and want to turn stimulation completely off. Agent did not ask about the circumstances that led to the reported issue. The patient turned stimulation off. The patient will monitor symptoms and follow up with the doctor as needed.  No further complications were reported/anticipated at this time.